Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at 0.49 mg/day) via an implanted pump. It was reported that the patient had a pocket revision on (B)(6) 2022 to re-suture the pump in place. Per the patient, the pump was moving slightly; it was tilted; and hard for the doctor who refilled the pump to refill it. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.